Event description:
It was reported the pt was seen in the emergency room in 2006. The pt experienced a lack of efficacy. The specifics about the emergency room visit were not provided. In 2007, the pt experienced a lack of effect and was seen by a physician. The pt presented in dystonic crisis (refer to MFR report # 3004209178-2008-00105 and 3004209178-2008-00106 for more details).